Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had software error and multiple pump error. Customer¿s blood glucose level was unknown. The customer was able to clear the alarm and was able to rewind the insulin pump. Customer reported that when they performed the self-test the insulin pump did not vibrate and self-test was failed. Customer reported that the insulin pump¿s time and date was not automatically synchronizing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, active current measurement test, sleep current measurement test and displacement test. Device monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 or pump error 28 alarm noted. No pump error 53 or pump error 3 noted during testing, however pump error 53 and pump error 3 found in the device history due to software error. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test noted during testing or in the device trace download.